Event description:
It was reported the analyzer was not picking up any sensing from an implanted lead. The lead appeared to not be sensing an adequate signal, so the cables were changed, and the lead was moved to another spot. Still, the analyzer was not sensing a good signal. The r-waves appeared to be around 0.4mv. The analyzer was rebooted, the signal was fine, and the r-waves became 11mv without any other alteration to the system. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.

Event description:
Asku